Manufacturer narrative:
A reprocessing in-service and observation at the hospital was completed by an olympus representative on (B)(6) 2023. During the in-service, the olympus representative was made aware of a lack of training on cleaning procedures to be completed after procedures. The customer was trained on proper cleaning according to the product¿s instructions for use manual. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, in the urology department, the nurses were not doing the cleaning steps of the cysto-nephro videoscope after the unspecified therapeutic procedure. The customer said that they were never showed the steps and had no support from olympus. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported ¿pre-cleaning not being completed after procedure¿ issue could not be determined, as the device has not been returned to olympus for evaluation and no additional event information was provided. It was reported that training was provided, therefore the device would not be returned. The event can be prevented by following the instructions for use below: cysto-nephro videoscope olympus cyf-vh olympus cyf-vhr reprocessing manual olympus will continue to monitor field performance for this device.